Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 5. The ultrafiltration was 1613 ml. This event meets overfill criteria.

Manufacturer narrative:
B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's nurse who explained she was not aware of any overfill issues/symptoms and that they would follow-up with the patient. No injury or medical intervention was reported. Device evaluation: the homechoice was evaluated by the product analysis lab. The assignable cause of the iipv found during evaluation was determined to be an insufficient drain (use error-tidal ultrafiltration removal was set too low). A service history review revealed no previous service events were related to the iipv. Review of the labeling reveals the homechoice apd systems at-home guide is sufficient for the user error found in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).